Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins). The patient stated that beginning sometime in (B)(6) 2016 they head a pop in their left shoulder. Around the same time they lost stimulation coverage in their arm. They would turn it up but would not feel the stimulation. The patient could not get in to see a physician because of insurance reasons. The rep checked impedances which showed electrodes 1, 2, and 7 were out of range indicating an open circuit. The rep stated that the cause of the issue was due to the patient¿s shoulder popping. The rep reprogrammed the lead avoiding the affected contacts and was able to recapture the stimulation in the patient¿s painful areas. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.